Manufacturer narrative:
The immucor laboratory tested retention product on 19aug2016 which performed as expected. No street address, phone or fax number was provided for the customer site in (B)(4).

Event description:
On (B)(6) 2016, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.